Manufacturer narrative:
Per the tandem user guide: "delivering large boluses or delivering multiple boluses back-to-back may cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Pay attention to iob and the bolus calculator recommended dose before delivering large or multiple boluses." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced a low blood glucose level (bg) of 40 mg/dl. Customer required assistance with consuming honey to address bg level. Reportedly, the customer "delivered an additional bolus to the correction bolus" resulting in the low bg. Tandem technical support (cts) performed a log review of the pump and determined the pump has been functioning as intended. Customer continued to use the pump for insulin therapy. Recommendation was made to consult with healthcare provider regarding diabetes management.